Manufacturer narrative:
Additional manufacturer narrative: it has been learned though follow-up with the healthcare provider that the device did not cause or contribute to the patient's death. This event was reported in error.

Manufacturer narrative:
Model number: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: device not returned. Additional manufacturer narrative: only the patient hospital ID number was provided to our implant patient registry. The initial implant date was reported incorrectly and the prc noted the change in date from (B)(6) 2010 to date of surgery as (B)(6) 2010 and date of death. No patient information is known at this time. Death has not been confirmed. It is also unknown if the death was device related or if an autopsy was performed. Information has been requested, but has not been received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Investigation is on-going.

Event description:
This event was reported in error. Through follow-up with the healthcare provider it was learned that although the patient expired the day of surgery, the edward's valve did not cause or contribute to the patient's death.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the patient expired same date as date of implant. No cause of death has been provided.